Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that driveline cultures were staphylococcus epidermidis, which was treated with oral antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable, novel alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and driveline infection as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a known driveline power fault alarm. Plasma hemoglobin elevated and lactate dehydrogenase (ldh) hemolyzed since (B)(6) 2024. There was slow, gradual decrease in flows. Log files continued to show an active driveline power fault. Despite the fault, the system continued to maintain motor speed. The patient had multiple cardiac comorbidity significant for end stage heart failure status post left ventricular assist device (lvad) and history of chronic driveline infection with poor medical compliance who was admitted after being found unconsciousness from hypoglycemia. Their symptoms resolved after intravenous (IV) dextrose. Endocrine was consulted. Ldh was 210. Intermittent low flow alarms with elevated pulsatility index (pi) due to uncontrolled hypertension. Known driveline power fault was previously reported under manufacturer report number 2916596-2022-15175 and 2916596-2022-01524. Onset driveline infection was reported under manufacturer report number 2916596-2024-05953.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.